Event description:
The reporter states that the customer's blood glucose was in the 300 "range" (mg/dl) on the accu-chek advantage system in comparison to the professional meter result of 89 mg/dl. The results were obtained within a 10 min timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.